Manufacturer narrative:
The sample was collected in a lithium heparin tube, and was centrifuged for 3 minutes at 4000 rcf. The collection tube was full and appeared normal. Qc was within the established ranges prior to and after the event. A system check was performed on (B)(4) 2010 and the results were within the instrument specifications. A bci field service engineer (fse) was on site on (B)(4) 2010 and performed a hardware service assay, which met the specifications. The fse replaced the pipettor tip, wash tower nozzle, and precision pump seals as a precaution. No hardware issue was noted. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result above the ami cutoff generated by synchron lxi 725 clinical system for one patient's sample. The result was not reported out of the laboratory. Subsequent testing produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.